Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced fluctuating blood glucose with a nocturnal low detected by dexcom g7 followed by post-breakfast hyperglycemia, including a highest value of 276 mg/dl, with the ilet providing correction and the user ingesting oral carbohydrates such as juice and cake per guidance. Symptoms included no reported clinical manifestations. Outcomes included no outside assistance and no medical intervention. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed no evidence of infusion set leakage and no device malfunction reported, with cause of the hypoglycemia and subsequent hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.